Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the inflator or band. 0ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction a foreign matter was found in the check valve. No damage was found in the check valve. The complaint can be confirmed for foreign matter contamination because a foreign matter was found in the check valve. It is likely the foreign matter shifted during transport and caused the initial leak the user experienced. The ops quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the pfmea design failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, but unknown. Age & date of birth: requested, but unknown. Ethnicity: requested, but unknown. Race: requested, but unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2023-00095.

Event description:
The user facility reported that two tr bands with the same lot failed to hold air while being placed it appears that there are holes in the balloons because air was able to be placed in the balloon, but it would slowly leak out and not hold pressure. A third tr band was opened and successfully placed on the patient no harm to the patient was reported and the patient was stable. The estimated blood loss was less than 250cc's. The event occurred post treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 02 may 2023: the procedure being performed for patient, prior to tr-bands use was a heart cath. 18 ml's of air were injected into the tr bands, initially, when applied. Tr bands started to lose air right away and was a slow leak. There was no noticeable damage to the bands. Procedure outcome was successful with the 3rd tr band placed.